Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received inserted through a guide catheter. An examination of the balloon clearly identified that the balloon had been inflated and was not refolded. No tears or holes were visible in the balloon material. An initial attempt to withdraw the balloon back through the guide failed due to the balloon not being refolded correctly. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres with no leaks noted. The inflation device was verified at 12 atmospheres before and after use with a calibrated pressure gauge. A vacuum was pulled and the balloon deflated fully. Under vacuum the balloon refolded around the shaft tighter than when the balloon was returned in its condition from device use. The balloon/device was withdrawn through the guide catheter with no significant resistance noted. A visual and tactile examination of the guide catheter identified no damage. A visual and tactile examination of the catheter shaft identified no dinks or damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 6f non-bsc introducer sheath was advanced. After an 8fr 90cm non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, an 8.0x30x135cm express¿ ld vascular stent was advanced and implanted to treat the lesion. Following stent implantation, the physician attempted to remove the delivery balloon catheter; however, the balloon could not be withdrawn into the guide catheter. Deflation was performed several times but the delivery balloon could not be withdrawn. The delivery balloon and the guide catheter were removed together and the procedure was completed. No patient complications were reported and the patient's status was good.

Event description:
It was reported that catheter removal difficulties occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 6f non-bsc introducer sheath was advanced. After an 8fr 90cm non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. Subsequently, an 8.0x30x135cm express¿ ld vascular stent was advanced and implanted to treat the lesion. Following stent implantation, the physician attempted to remove the delivery balloon catheter; however, the balloon could not be withdrawn into the guide catheter. Deflation was performed several times but the delivery balloon could not be withdrawn. The delivery balloon and the guide catheter were removed together and the procedure was completed. No patient complications were reported and the patient's status was good.